Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The manufacturer representative noticed the clamps closed but not smoothly. Surgeon was instructed to apply pressure but could not close the clamp. It was noticed that the clamped was gripped on the sides which prevented the arms from moving leading to clamp not shutting down. The surgeon was unable to confirm or deny if he had applied the necessary pressure needed to engage the spinous process clamp. The spinous process clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp had debris in the threads of the adjustment screw causing difficulty in the travel of the screw. However, while turning the screw multiple times during evaluation the debris seems to have cleared itself and the clamp is now functional. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was unable to close the spinous process clamps. The site was able to close them when testing away from the patient but could not when using on the patient's spinous process. The site decided to use a cranial frame instead. The surgery proceeded and a confirmation spin was done at the end of the case to confirm screw placement. There was no known patient impact. The procedure was completed with the use of navigation system. There was a delay of 10-15 minutes.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.